Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user powered up control module, the flow display was blank and message display was quickly toggling between settings. They powered down the control module, removed the flow sensor and motor, then powered back up and unit working correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00223.